Event description:
It was reported that the epidural catheter was inserted in a pt undergoing knee surgery. During a routine removal of the catheter, resistance was encountered, and the catheter stretched and separated. The catheter tip remained in the pt. The catheter tip was removed under local anesthesia. There were no further complications.